Event description:
A stryker reciprocating blade was used to extract a hip implant in a hip revision. After the saw blade was used, the scrub tech noticed that saw blade was missing 2x, 1 millimeter sized bits of metal that broke off after the saw's use. The bits of metal were located on the saw's proximal end and used to lock the saw into place in the power device. One broken piece was located, and radiology was called to confirm that the other was not retained in the body. Radiology confirmed that there were no retained bits of metal. Or corresponded with mfg rep [manufacturer representative]. Manufacturer response for reciprocating blade, (brand not provided) (per site reporter).